Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient was implanted on wednesday and last night they felt stimulation go off and claimed that the patient checked with patient programmer (pp) that device was off. Caller states they were trying to communicate with the ins and it was giving the poor communication screen and it would connect at first, but then when they step away from patient it would show poor communication screen. The caller stated they got it turned on and it started working, but then would show poor communication screen. It was noted the patient had bandages over the ins site and kept seeing poor communication screen on the call, but upon repositioning the antenna several times they were able to pull up the normal therapy screen which showed ins was on and at 1.85v. The caller stated ins was working great, patient was moving around and felt wonderful on wednesday and then after ins turned off last night, patient woke up in a lot of pain this morning. Technical services suggested they can increase amplitude so caller increased amplitude to 2.10v and patient indicated that was starting to feel better. No further complications were reported. No additional patient symptoms have been reported.